Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.    Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication of a manufacturing non-conformance. Based on the limited information provided, the exact root cause for the valve degeneration six years post valve implant could not be confirmed, but may be related to the patient¿s history of chest radiation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required

Event description:
As reported by the field clinical specialist (fcs), six years and eleven months post implant of a sapien valve, a 23mm sapien 3 was placed due to stenosis and mild regurgitation.

Manufacturer narrative:
Update to g4, h2, h10. Additional information provided regarding the patient status. The tavr was performed with a 23mm sapien valve in valve via tf approach.  There were no ew device malfunctions, however patient went into chb and a permanent pacemaker lead was placed during the tavr in anticipation of ppm the following day.  No other procedural complications.  The following day a ppm was placed successfully. One day post procedure, the echo showed a well placed viv 23mm sapien in the aortic position with a mean gradient of 10-14mmhg and trivial regurgitation, mild mr and mod/severe mac. The patient was discharged on pod#2, but readmitted after an acute episode of dyspnea with hemoptysis and flash pulmonary edema, chf.  Patient was treated with IV diuretics. CT scan was performed.  Echo showed ew aortic valve well seated with no pvl and a mean gradient of 18mmhg.  There was mac and mr present. Patient was discharged on (B)(6)2020 .  The event was also felt to be due to tachyarrhythmia with increased mitral gradients contributing to the chf.  Beta blocker dose was increased for rate control.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.